Manufacturer narrative:
Approximate age of device ¿ 11 months 20 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient experienced a no external power alarm and that there has been an ongoing issue with his mpu. There were no power issues during the time of the event and the ac cord was fully inserted in the mpu. No additional information was reported.

Manufacturer narrative:
Section h1: correction. Sections, h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the provided log file. One log file was reviewed, containing data that spanned 2 days (B)(6) 2011 ¿ (B)(6) 2011 per timestamp). On (B)(6) 2011 between 1:53 and 9:26, several intermittent no external power alarms activated while the patient was connected to the mpu. In these events, both black and white cable rsoc and bus voltages drop from an average of ~12v/~14v instantly to ~0v. The events cleared shortly after occurring, only lasting a few seconds each time. The backup battery supported normal pump speeds at every event. On (B)(6) 2011 from 07:27:10 to 07:27:14, the low power hazard alarm activates. The alarm activates when black and white cable rsoc voltages drop simultaneously from an average of 12v to ~6v then ~2.5v, indicating a loss of ac power while the controller was connected to the mpu. The backup battery supported normal pump speeds at this time. There were no other notable alarms active in the log file. The mobile power unit (B)(4) was not returned for analysis. Patient did not know if he had the ac cord locking mechanism to prevent disconnection from mpu. Patient was going to bring ac cord for inspection at next clinic visit after hospital discharge. The patient has since deceased and no equipment will be returned for evaluation. The root cause of the no external power alarms could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.